Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Patient¿s blood glucose was 4869 mg/dl. Customer reported that sensor was bent on abdomen below the belt. Customer decline troubleshoot for high blood glucose. Insulin pump is not expected to return for analysis.